Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported after dfts and reprogramming was performed, the episodes and diagnostics were cleared by medical staff. Then the physician interrogated the device and it had not stated anywhere that a shock had been given. The old episodes were not available either. This is a known issue within sjm. The device remains implanted.